Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached 580 mg/dl while wearing the pod on the arm for 72 hours. Patient reported an orange led was blinking on the pod, indicating there was a communication issue. Symptoms reported include diarrhea, dizziness, vertigo, headache and vomiting. The ambulance was called and the patient was transported to (B)(6). Patient was treated by dr. (B)(6). Patient stated they do not remember what happened as they loss consciousness. Patient was treated with actrapid pen, fluids and a new pod was applied at the hospital. The patient was released on (B)(6) 2025.